Event description:
This lead was capped and replaced due to shock impedances >150 ohms. During the lead revision, the physician initially thought that the issue might have been the set screw of the device. That was not the case. However, the physician decided to give the patient a new ICD and new rv lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.